Event description:
The ocd laboratory specialist reported that results for a single patient sample processed on vitros 5600 integrated system were associated with the incorrect patient sample ID. The laboratory identified the error prior to reporting the patient results. There were no allegations of harm as a result of this event.

Manufacturer narrative:
Investigation into this event determined that the vitros 5600 was operating as intended. The patient sample ID contained a suffix of hem. The customer manually adds the suffix hem to the sample ID of any hemolyzed sample. When the results for sample were reviewed, the operator noticed the hemolysis sample indice value was < 15 which is not consistent with a hemolyzed sample. The operator inspected the sample and noticed the sample was not hemolyzed and the sample ID on the sample was actually different. The assay results obtained were not reported. Sample was for a patient sample that had been processed in 2009. The root cause of this event is user error.